Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements which the pacemaker triggered a lead safety switch to unipolar mode. Impedance spikes >3000 were observed, with two signal artifact monitoring (sam) episodes logged on march showing mechanical noise and out of range pacing impedance values. Discussion raised concern for a possible lead conductor issue or connection problem with this coaxial longevity lead. It was indicated that the implant of this system was recent, and although clinic testing could not reproduce the noise, chest x-ray was performed to review setscrew and rv lead insertion. It was recommended to consider unipolar pacing with bipolar sensing. Currently, this product remains in service and no adverse patient effects were reported.